Event description:
It was reported that there was noise seen in the iegm which caused several charges of the ICD in the vf zone. Insulation anomaly suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 46cm from the lead tip consistent with lead friction to the ICD can. One of the sensing conductors was fractured at the same location. This is consistent with the observation from the field of noise when the lead was in contact with the device can.